Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting "vtbi not infusing". Event occurred during functionality test between uses. Device operator was the testing technician. There was no patent involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
The reported complaint was not confirmed in the event log, but it was repeated in the performance test. The pump operates outside of the specification and does not meet the acceptance criteria.